Event description:
During a stent placement procedure, the physician used a cook endoscopy oasis - one action stent introduction system. The stent was placed successfully. During removal of the guiding catheter of the introducer, the physician encountered resistance. The guiding catheter stretched and the proximal end of the guiding catheter separated. Removal of the introducer with the stent remaining in place was successful. No foreign objects had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. There were no adverse effects to the patient due to this observation. The condition of the returned device prohibited a functional test for stent deployment. The handle of the introducer has separated from the device and was not included in the return. Also, there is a severe kink at the proximal end of the introducer, visible on the pushing catheter. When a 10 french biliary stent from our shelf stock was advanced over the inner portion of the introducer, resistance was encountered at the distal end of the stent as it passed over each radiopaque band. The guiding catheter has kinks along a 4cm area starting 23cm from the distal end of the catheter. The guiding catheter has broken at the proximal end near the handle and the handle component was not included in the return. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed.

Manufacturer narrative:
Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the most likely cause of guiding catheter removal difficulty is the radiopaque bands on the guiding catheter. During our evaluation, the bands caused resistance in stent advancement over the guiding catheter of the introducer. If excessive pressure was applied to the pushing catheter, when the removal difficulty was encountered, this could have caused kinking of the introducer and separation of the handle and guiding catheter, as observed. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. After the radiopaque bands are attached to the guiding catheter they are visually checked for smoothness. The device is also visually inspected for kinks. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to initiation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.